Manufacturer narrative:
(B)(4). The customer returned one unit 5-10316 et tube, hvt, 8.0 for investigation. The sample was returned with a 12 ml syringe. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the inflation line is damaged where it enters the tube. It appears to have been cut by a sharp object. No other defects or anomalies were observed. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. The returned syringe was filled with air. Then the syringe was connected to the pilot balloon. Using hand pressure, air was injected through the valve. As expected, the balloon cuff was unable to stay inflated due to the damage observed on the inflation line. The et tube was submerged under water and an attempt to inflate was made to detect any additional leaks. Upon injection, the only leak observed was from where the inflation line is damaged. The instructions for use (IFU) for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." The reported complaint of "leakage" was confirmed based upon the sample received. The inflation line on the returned et tube was found to be damaged where it enters the tube. The inflation line appears to have been cut by a sharp object. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges "leakage was found from inflation tube during use to the patient". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not received by the manufacturer at the time of this report. Samples taken from the current production were inflated and left for four hours. After this time samples were checked and all samples were still fully inflated. Alleged defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. It is necessary to have the device sample to perform a proper investigation to confirm the alleged defect and determine the root cause. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "leakage was found from inflation tube during use to the patient". Patient condition reported as "fine".